Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead and device revealed a rise in pacing impedances greater than 3000 ohms. Manipulation of the lead was performed and no abnormalites were found. It was noted that the patient is not pacemaker dependent and has their own instinisc rythm. The impedance measurements greater than 3000 ohms continued. Additional manipulations of the lead were performed and again no abnormalities were performed. No noise was noted on the electrogram. Eventually, the threshold measurements increased as well and it was decided to implant a new pace/sense portion of the rv lead. No adverse patient effects were reported.